Event description:
According to maude event report #(B)(4), pt underwent a tah in 2006 and product was used transvaginally. Per the pt, the product "failed, leading to a total vaginal cuff dehiscence with bowel protruding into vagina. Emergency surgery was performed, with a later total abdominal reconstruction and further vaginal cuff reconstruction in 2007."

Manufacturer narrative:
No part number or lot number was provided, reporter did not respond to multiple attempts to gather info, and it is unclear if the emergency surgery was due to failure of the surgiwrap device or failure of the original surgical procedure. Therefore, investigation is limited. Literature does not support that failure of the device would lead to vaginal cuff dehiscence and evisceration, which are serious complications of pelvic surgery, specifically hysterectomy, the initial surgical procedure in this case.